Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the battery was depleting quickly and the pump shut off unexpectedly. Additional information was not provided and the customer declined troubleshooting with tandem technical support. There was no reported impact to the customer¿s blood glucose.